Manufacturer narrative:
Concomitant medical products: flexcath advance steerable sheath medtronic was made aware of this event through a search of literature publications. It was not possible to ascertain specific device information from the literature publication or to match the event with previously reported events. This information is based entirely on journal literature. This event occurred outside the us. All information provided is included in this report. Patient information is limited due to confidentiality concerns. Of note, multiple patients/manufacturers/methods were noted in the article; however, a one to one correlation could not be made with manufacturers/methods/unique lot numbers/adverse events. The model listed in the report is a representative of the model family, as there is no specific model listed. The baseline gender/age of the patients represented in the article is male/57 years old. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. A request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: ¿single 3-min freeze per vein ablation strategy with the second-generation cryoballoon for atrial fibrillation in a large cohort of patients: long term outcome after a single procedure.¿ journal of interventional cardiac electrophysiology. Published online 13june2018. Https://doi.org/10.1007/s10840-018-0393-4. If information is provided in the future, a supplemental report will be issued.

Event description:
The literature publication reports the following patient complications while using a cryoablation balloon ablation system: there were eight (8) patients who experienced phrenic nerve palsy (pnp); all, but one, cases had resolved by hospital discharge. The one (1) patient had persistent pnp at the final follow up. There were ten (10) patients who experienced vascular access complications; some of which resulted in a longer hospitalization, along with one surgical intervention. The status/location of the cryoballoon system is unknown. Further follow up did not yet yield any additional information. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.